Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e217 (scope error) occurred. Based on the results of the investigation, it is likely the following led to the malfunction: e217 (scope error) occurred and the image failed to appear, due to a defective circuit board in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an absence (lack) of image. The issue was found during an unknown procedure. There were no reports of patient harm.